Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿was selected to treat the 80% stenosed target lesion in the mildly tortuous and severely calcified left popliteal artery. During preparation, as the physician removed the device protector, it was noted that the shaft of the balloon was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that shaft detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿was selected to treat the 80% stenosed target lesion in the mildly tortuous and severely calcified left popliteal artery. During preparation, as the physician removed the device protector, it was noted that the shaft of the balloon was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.; the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination confirmed shaft detachment at 249 mm from the distal tip. It was noted that the shaft was stretched at 3 mm distal to the detachment and 1 mm proximal to the detachment. This is evidence of excessive tensile force being applied to the device. There was no damage noted to the tip, balloon, or blades. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).